Event description:
It was reported that (1) 512xd was used during a laparoscopic oophorectomy procedure. It was reported that the tip of the cannula broke off into the pt's abdomen. The parts were retrieved from the pt. The case was completed with another device.